Event description:
It was reported that the patient was found down by a family member with their batteries disconnected. The family member reconnected the patient to a new power source. The pump was reportedly stopped for 5 days and restarted once reconnected to power. The patient was admitted with clots found to head, splenic infarct, and acute kidney injury (aki) along with dehydration. The patient was stable, and pump parameters were within normal limits. The patient was put on supportive care with no heparin due to hemorrhagic conversion of stroke. The patient was reportedly stable but guarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The low flow alarms were due to dehydration. The patient refused anything by mouth. The alarms were intermittent when the patient was getting out of bed in the morning. Intravenous fluids were given to the patient which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were due to dehydration. The log files later submitted by the account revealed evidence which suggests that a pump stop had occurred on (B)(6) 2022 due to full battery depletion. Transient low flow alarms were also recorded on (B)(6) 2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. The pump appeared to have operated as intended at the set speed throughout the log files. Information later communicated by the account states that the low flow alarms are still ongoing. The patient receives intravenous fluids intermittently which resolves the alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, and renal dysfunction as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management,¿ lists hypovolemia as a potential late post-implant complication. Additionally, under ¿anticoagulation,¿ this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.